Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box , lot #73f1700497. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a left colectomy, during the closing of the clip on the artery, the clip broke at the level of the hook. The surgeon used another clip and faced the same issue. Then he used another cartridge and could apply 4 clips without issue. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with four clips remaining in it. A loose clip was returned that had the hook broken off. The hook was not returned. The clip cartridge and the loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip appears used as there is biological material present on the clip. The damage observed to the loose clip is consistent with improper loading of the clips and/or using a damaged applier. No damages were observed on the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All four clips remaining in the cartridge were able to properly load into the jaws of the applier and close. Two of the clips were successfully applied to over-stressed surgical tubing. No functional issues were found with the clips in the cartridge. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be other remarks: directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event.

Event description:
It was reported that during a left colectomy, during the closing of the clip on the artery, the clip broke at the level of the hook. The surgeon used another clip and faced the same issue. Then he used another cartridge and could apply 4 clips without issue. There was no patient injury.